Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of ''select button of keypad was inoperative at channel a." This event had the potential to interrupt delivery. The event was reported to have occurred before use. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of ''select button of keypad was inoperative at channel a'' was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid ingress on keypad flex cable. Repairs will be completed at a future date. A service history review revealed that this device was previously serviced, however, the previous servicing didn't contribute to the reported problem because the assignable root cause was found to be fluid ingress on keypad flex cable. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that during the manufacturing of this device, a pump was found to have the wrong rate setting at channel c. This was subsequently reset. It was not indicated what was done to correct the reported condition.